Manufacturer narrative:
A field service engineer inspected and verified that the unit and all components and their calibrations to be within manufacturer's guidelines. Unit meets manufacturer's specifications.

Event description:
On december 18, 2019, haemonetics was made aware of a post donation fatality which had occurred following a successful plasmapheresis procedure on a pcs2 plasma collection system. There were no complications or errors experienced during the plasma collection procedure. The donor left the center in good health following the completion of the donation procedure. No medical interventions were necessary. A family member informed the facility that the donor passed away the next day.